Event description:
A malfunction alarm with the code "malf 0" was reported. There was no adverse impact on the customer's blood glucose level. The customer was assisted by technical support in resetting the pump, and the malfunction did not recur, allowing the customer to continue using the pump. The customer was instructed to call back if the issue reoccurred and confirmed understanding.